Event description:
The renal cannulator had a hair on the end of it. The hair was on the device, inside the package. We determined this product could not be sterile.

Event description:
The renal cannulator had a hair on the end of it. The hair was on the device, inside the package. We determined this product could not be sterile.